Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Visual inspection noted that the lead was returned with the helix extended and deformed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement and failure to deliver pacing.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to dislodgement and failure to deliver pacing when required. No additional adverse patient effects were reported.